Event description:
Pt reported there has been a popping in his knee almost like prior to his surgery, but not the same amount of pain.

Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)